Event description:
It was reported that during a pump replacement procedure the catheter broke/fractured at the proximal end. This device system delivered morphine. Additional information was requested. It was later reported that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).